Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure.

Event description:
Patient implant on (B)(6) 2009 of a (B)(4) bifurcated device , a 34mm aortic extension , and two 16 mm limb extensions to treat aneurysmal iliac disease. A (B)(6) 2011, follow up revealed a distal type I endoleak. On (B)(6) 2011, the patient was treated with 20mm two limb extensions which corrected the endoleak.